Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a laparoscopic gastroplasty, when firing on the second purple reload an audible signal was heard, as if the stapler was broken. On the third charge, the device could not be fired. It was also noted that there was problem unloading the device. To resolve the issue, a new stapler was used. There was no patient injury.